Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgsfc006 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer, the port primed, accessed and de-accessed easily. With the de-access the port came apart while removing. No other information was provided.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached safety mechanism is confirmed and was determined to be supplier related. One 20 g x 0.75 in. Safestep infusion set with valved y-site was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. The safety mechanism of the device was observed to be completely detached from the needle. A microscopic observation revealed the metal sleeve within the safety mechanism of the device was missing. The supplier manufacturing facility was notified of this event, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer, the port primed, accessed and de-accessed easily. With the de-access the port came apart while removing. No other information was provided.